Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application received an error on the home screen and is now no longer receiving alerts. No additional patient or event information is available.